Event description:
It was reported that (3) lcsc1s and (1) hp052 were used during a "haln" procedure. It was reported by the rep that during case surgeon experienced solid tone out. The tech re-torqued the device and device still had a solid tone. The surgeon demanded a new device and within minutes a solid tone was experienced again. The third device has a handle that would not close tissue clamp. The surgeon finished the procedure with electrocautery. There was no consequence to pt.